Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high impedance and undersensing. It was confirmed that the lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.